Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) pty ltd. (Oaz) for evaluation. In the evaluation of oaz the following was confirmed; -bending section is deformed. The distal end cap has dents and scratches. Bending angle does not meet specification. Bending rubber adhesive is detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing for three times by the user facility, the subject device tested positive for unspecified microbes. The user requested to change the channels as repair. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.